Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cerebral aneurysm embolization procedure using a 7f sheath. Reportedly, during cutting the suture and when the knot was to be tightened, the gate did not open. Hemostasis was already achieved with the device. Another prostyle was opened and the new suture trimmer was used to cut the suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Returned device analysis noted the distal tip of the slider knob was separated yet remained in the loading gate.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the gated suture trimmer was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar incident from this lot. Scanning electron microscopy (sem) was performed for further analysis. The analysis concluded the separation occurred proximal to the distal tip of the slider knob. The fracture had a jagged separation with features typical of tensile loading. Fiber bundles, fiber pullout, matrix fracture and possible edge smearing were documented on both halves of the separation. The material may be susceptible to mechanical damage. An exact fracture origin area could not be determined. The reported mechanical jam with the gated suture trimmer was concluded to be related to a potential product quality issue based on the observed broken internal component during returned device analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.